Event description:
A (B)(6) reported his son experienced an ulcerated cornea with severe infection to his right eye after 4 days of contact lens wear. The doctor treated the pt's eye very aggressively with 4 different eye drops. F/u with the father revealed the pt's vision is recovering and the infection is gone but there is some scarring that may not go away. The doctor has prescribed steroid drops for the scarring.

Manufacturer narrative:
Investigation revealed the father was prescribed lens with the same power as his son wears, but not the same lens type. The father had given his son the trial lens that was prescribed to him because they were the same power. Add'l info rec'd on (B)(6) 2011 from the eye care professional states the pt had a central corneal ulcer in the right eye secondary to contact lens use. The pt was diagnosed with infectious keratitis. The organism found as a result of a positive culture was (B)(6). Two opened lens were returned for eval and found to be within specification. The lot number is unk so MFR investigation could not be performed. The actual place of MFR could not be determined. (B)(4).